Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 2.5 for mechanical circulatory support. However, during delivery the physician was unable to advance the impella past the iliac bifurcation due to calcium and tortuosity. The device was removed and instead utilized an intra-aortic balloon pump. No further information is available.

Manufacturer narrative:
The investigation into the product delivery issue has been completed. The impella pump was returned for investigation. The clinical details provided were sufficient to determine the cause of the delivery issues as calcium and tortuosity as the physician was unable to advance the impella 2.5 past the iliac. This report is being filed as part of a retrospective review of historical records.